Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The shock impedance had gradually risen over the past year from 126 ohms to 154 ohms. The rv lead is a single coil lead which tend to have higher shock impedance values. Boston scientific technical services (ts) advised considering performing a commanded shock test to verify the delivered shock impedance. This product remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The shock impedance had gradually risen over the past year from 126 ohms to 154 ohms. The rv lead is a single coil lead which tend to have higher shock impedance values. Boston scientific technical services (ts) advised considering performing a commanded shock test to verify the delivered shock impedance. This product remains in service. No adverse patient effects were reported. It was reported that the patient was scheduled to be seen for defibrillation threshold (dft) testing. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that dft testing was performed and was successful. No changes were made and monitoring will be continued. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. The shock impedance had gradually risen over the past year from 126 ohms to 154 ohms. The rv lead is a single coil lead which tend to have higher shock impedance values. Boston scientific technical services (ts) advised considering performing a commanded shock test to verify the delivered shock impedance. This product remains in service. No adverse patient effects were reported. It was reported that the patient was scheduled to be seen for defibrillation threshold (dft) testing. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.